Manufacturer narrative:
It was indicated that the hospital kept the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device had high out of range shock impedance measurements. As a result, the rv lead was surgically abandoned. No additional adverse patient effects were reported.